Manufacturer narrative:
The unit's display backlights were defective and the customer could not see the display.

Event description:
The customer reported that the dpm6 monitor's display failed, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.